Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on 03/15/2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on 03/15/2010 and obtained the following information: the patient mentioned that she only tests once a day at night. She takes the glucovance (500mg). On the night of (B) (6) 2010, she tested her blood glucose and obtained a 316 mg/dl. She did not exhibit any symptoms and claimed that reading was slightly higher than what her usual blood glucose have been; however, she had been obtaining elevated readings during the past week. She took an increase dosage of glucovance due to the meter result and went to bed. Around 1:00 am (6 hrs after testing) she started to exhibit fast heart palpitations, felt drunk and sweaty; however, she went back to bed. She then woke up and the symptom seemed to worsen and when she got up, she exhibited the same symptoms and also felt dizzy. She knew her blood glucose level was low and went and ate some food. She felt better shortly after eating. She did not test her blood glucose or contact her physician for assistance. The test strips she had been using were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The patient's product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading she took an increase dosage of glucovance and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.